Event description:
It was reported following a coronary stent placement, an angi0-seal device was deployed to seal the arteriotomy site. The pt presented to the hosp approx 48-72 hours later and was diagnosed with a hematoma, infection, and cellulitis at the previous access site. The pt was treated with antibiotics and was discharged in 12/2003 without a hematoma, signs/symptoms of infection, or cellulitis. The pt was reportedly recovering.